Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed using transesophageal echocardiography (tee) imaging. A watchman fxd double curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was initially selected for use. An initial approach with using a double-curve sheath and the 35mm wds was attempted, but due to insufficient depth, the device size was exchanged to 31mm wds. The attempt with the 31mm also failed to achieve adequate depth, prompting a change in the target location to the posterior lobe. After deployment of the 31mm wds, a pericardial effusion was noted in the four-chamber view. The physician decided to exchange the double curve was sheath to a single-curve sheath. On the third deployment of the 31mm wds while using the was single curve, the anesthesiologist observed cardiac tamponade and a drop in blood pressure. Echocardiography confirmed the pericardial effusion, and further imaging at the transgastric level revealed fluid accumulation at the apex. Pericardiocentesis was performed, removing approximately 500cc of bright red blood, which stabilized vital signs, followed by protamine administration. Continuous monitoring showed no further fluid accumulation, and bleeding was deemed controlled, allowing the procedure to proceed. The 31mm closure device was released during the blood pressure drop. Although position, anchor, size and seal (pass) was partially unclear on echocardiography, it appeared acceptable. After completion of pericardiocentesis, fluoroscopy revealed slight asymmetry in the device frame. The physician considered removal, however determined that the device remained stable and there was a low risk of dislodgement, therefore the device was left in place. Subsequent checks with transesophageal echocardiography (tee) and fluoroscopy confirmed no device movement, and with stable vital signs, the patient was transferred to the intensive care unit (ICU) for recovery. The patient recovered well and was discharged approximately one week post procedure.